Event description:
The patient was undergoing an abdominal hysterectomy, bilateral salpingo-oophorectomy, omentectomy, splenectomy and argon laser ablation of tumor nodules. During the surgery the argon beam coagulator hand piece began to smoke. The device was immediately removed from the surgical field. It was noted that the smoke was coming from the proximal end of the black tip of the hand-piece. It was also noted that the distal end of the black tip of the hand-piece, where the smoke was coming out was melted. There was no injury to the patient related to this event. Internal testing could not replicate the event with another handpiece. Unable to determine cause of the event.